Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) sterile repeater pump tube sets leaked at the blue connection piece of the set. Air bubbles were observed in the tubing. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. Additional information/correction to h4. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and visible residual liquid was observed on the outside of the set. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.